Manufacturer narrative:
Correction: report source other. Additional information: imdrf annex a, g, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of cyclosporin that infused over 14 hours instead of 20 hours. Cyclosporin IV commenced at 1800 with infusion to run over 20 hours. At 0800, the clinician noted that the infusion bag of cyclosporin was empty when the infusion should have been completed at 1400. Following the event, the hospital contact indicated that the event was due to user error but declined to provide specific details. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that there was an over infusion of cyclosporin that infused over 14 hours instead of 20 hours. Cyclosporin IV commenced at 1800 with infusion to run over 20 hours. At 0800, the clinician noted that the infusion bag of cyclosporin was empty when the infusion should have been completed at 1400. Following the event, the hospital contact indicated that the event was due to user error but declined to provide specific details. There was patient involvement, but no harm.